Event description:
A greenfield filter was implanted on (B)(6) 2013. On (B)(6) 2017 it was noted that the filter was tilted. No patient complications were reported. It was further reported that in 2010 the patient had an initial unprovoked lle dvt and pe for which he received a year worth of warfarin. The patient was off anticoagulation in 2012 and experienced recurrent pe and started back on warfarin. The patient was diagnosed with bilateral pulmonary emboli and was scheduled for an ivc greenfield filter placement. The greenfield filter was placed with no complications. The patient was admitted on (B)(6) 2013 and was discharged on (B)(6) 2013. The patient received an abdominal CT scan which revealed that the filter is tilted to the left superiorly with the head touching the inferior vena cava wall on the left. There is no indication of perforation and the filter was not fractured.

Event description:
A greenfield filter was implanted on (B)(6) 2013. On (B)(6) 2017 it was noted that the filter was tilted. No patient complications were reported.